Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical spinal stenosis and underwent the following procedures: multilevel cervical laminectomy from c2 to c7. C4-5 bilateral foraminotomies. Posterior cervical fusion from c3 to c7. Posterior cervical segmental instrumentation from c3 to c7. Placement of local autograft for fusion. Placement of bone matrix and rhbmp-2 for fusion. Application and removal of cranial tongs. As per op-notes,¿ the wound was periodically irrigated with bacitracin irrigation and retractors released in order to allow reperfusion of soft tissue. The lateral masses of c3 through c7 were then drilled to 14 mm and unicortical drilling confirmed with a ball-tipped probe at each level except for the c7 level on the left, which was noted to be bicortical. The neck was then extended and the screws locked down to rods that were measured, cut and contoured into lordosis. A final ap and lateral radiograph was obtained with c-arm imaging, and satisfactory alignment as well as position of instrumentation was noted. The set screws were final tightened. The facet joints had been previously decorticated with a high-speed bur prior to placement of the rod and the remainder of the posterior elements was decorticated with a high-speed bur before plac ement of bone graft. The previously harvested laminae were cleared free of soft tissue and morcellized with a bone mill. This was then mixed into 10ml of bone matrix, 80mg of gentamicin and 1g vancomycin. A portion of this was wrapped into medium rhbmp-2/acs spon ges and the sponges were placed lateral to the rod.¿ the patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2007: the patient was discharged from the facility.